Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. On (B)(6) 2025, the individual experienced symptoms at the site including a skin infection with an abscess, accompanied by redness and inflammation. He sought medical attention the same day. The healthcare provider prescribed an oral antibiotic (keflex), to be taken once daily for five days. At the time of reporting, although inflammation remained present, the affected area was noted to be in the healing stages. No additional customer or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/07/2025. It was reported that a skin reaction occurred due to a missing sensor wire at the puncture site. The sensor was inserted into the patient's left arm on (B)(6) 2025, following standard protocol, including cleansing the area with alcohol prior to insertion. On (B)(6) 2025, the patient experienced symptoms at the insertion site, including a skin infection with abscess formation, redness, and inflammation. The patient sought medical attention the same day. The healthcare provider prescribed an oral antibiotic (keflex) to treat the infection. No additional patient or event information is available at this time.

Manufacturer narrative:
(B)(4).